Manufacturer narrative:
.

Event description:
It was reported that the customer had indicated an issue with communication with the analyzer. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.